Event description:
It was reported patient underwent a shoulder resurfacing procedure on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2010 due to an unknown reason. The head was removed and replaced. Patient underwent a further revision procedure on (B)(6) 2014 due to arthritic changes to the glenoid. All components were removed and a total shoulder system was implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
The follow-up report is being filed to relay additional/corrected information that was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a shoulder resurfacing procedure on (B)(6) 2004. Subsequently, a revision procedure was performed on (B)(6) 2014 due to arthritic changes to the glenoid. During the procedure, all components were removed and a total shoulder system was implanted.

Manufacturer narrative:
This follow-up report is being filed to relay correct lot number.